Manufacturer narrative:
Note:device was tested by field service technician but final analysis results not yet available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console instrument was not passing uninterruptible power supply (ups) test, charge current was fluctuating sporadically up and down in value. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic received additional information that the batteries had been installed in the instrument on 11 may 2022. The batteries did not reach the end of their expected lifespan before they were replaced. The lot number of the batteries removed from the instrument was 0011198399. Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console instrument was not passing the uninterruptible power supply (ups) test, the charge current was fluctuating sporadically up and down in value. The service technician also found that the batteries were passing the battery checks, but were not holding charge. The issue were resolved by replacing the power supply 28v and the battery,12v,6.5 ah,certified *2. Preventive maintenance was completed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Update to h.6: fdd code added; fdr and fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.